Event description:
Vascular procedure being performed at mcg health by cv surgeon. During the advancement process, the bullet tip dislodged from the sheath. The retrieval process involved an additional incision and the use of the c-arm to locate and remove it, as reported.

Manufacturer narrative:
There have been no other reports of problems with this lot of product. The product involved in the reported incident was returned and evaluated. Results: the critical dimensions of that product including the bullet tip shelf diameter, bullet tip shelf length, and the sheath inner diameter were checked and found to be within specifications. The pull force required to remove the bullet tip from the sheath was measured on these parts and the data is consistent with historical data on this product. No problems with this product were found.